Manufacturer narrative:
(B)(4). The set has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that the set would disconnect from the smartsite valve on the pt venous access device during an infusion. No pt harm reported. No add'l pt or event info provided at this time.